Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple false pause and bradycardia episodes were observed. It was discussed that programming changes will not resolve the issue and therefore it was recommended to monitor the device. No further information available.